Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was sent to bench and was evaluated by a third-party service center field service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation verification: s(+) p(+): pilot: reading pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) was replaced to address the issue. The root cause is confirmed at this time. The device passed all testing, and system meets the specification for the performed service and is returned to use. New information/correction: at this time, the manufacturer is making a correction of the previously reported become aware date. The manufacturer received information on 02/11/2026 regarding a trilogy ev300 ventilator failed test step. The previous date file was noted by the third-party service center, but the manufacturer was not made aware until 02/11/2026. It was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was sent to bench and was evaluated by a third-party service center field service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation verification: s(+) p(+): pilot: reading pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) was replaced to address the issue. The root cause is confirmed at this time. The device passed all testing, and system meets the specification for the performed service and is returned to use.